Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with an unspecified medication (dose, frequency, route and duration were not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the peritonitis. Treatment for the event was unknown. On an unknown date, the patient was discharged from the hospital, the patient was recovered from the event and reported to be ¿doing well¿. It was not reported if dianeal therapy was ongoing. No additional information is available.